Event description:
Reporter indicated that interrogation revealed that a pt's generator was programmed to unintended settings. The pt's output currents were programmed to 0ma. A flashcard was sent to the site to obtain the pt's programming history, but good faith attempts for the flashcard's return have been unsuccessful to date.